Event description:
Found hair in the phs custom trauma pack. This was identified prior to the patient coming into the operating room. The custom basin set also had to be removed as well. Hair found on outside of red needle mat. Tape was placed over the hair for vendor to see. This facility has had multiple different custom products from this manufacturer with similar issues of foreign substances, hair, etc. Found in the product prior to use on a patient. The manufacturer has been notified and product has been returned. Manufacturer response for 8122015a, (brand not provided) (per site reporter): to respond to these issues, we have examined all of our dress code, hygiene, and housekeeping controls. From this examination, we identified an opportunity to improve our gowning and hair cover solutions. Particulate issues are being addressed by our production department with an open car (B)(4) (corrective action request). For additional measures, we have implemented a high awareness inspection alert for the future builds of the affected custom sterile packs.